Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low out of range lv lead impedance was observed. Patient presented to the clinic to interrogate the device. Values on device were within normal limits. Patient without complaints. On (B)(6) 2019 the device was electively explanted, and the rv lead remains implanted. Isometric exercises performed no noise.

Event description:
New information notes that patient was brought into clinic for unipolar impedance showing on transmission on (B)(6) 2019. The device was checked again with values within normal limits. It was discussed that due to the patients not pacing much and her deteriorating health issues the physician lower the rv pacing impedance. The patient will continue to monitor on merlin. At this time no surgery will be performed to revise lead and lead remains implanted and following remotely. Patient is asymptomatic.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Correction: (low impedance on the right ventricular lead, not the left ventricular lead), (di number not available).

Event description:
Corrected of the initial report: it was reported that low out of range rv (right ventricular) lead impedance was observed. Patient presented to the clinic to interrogate the device. Values on device were within normal limits. Patient without complaints. On (B)(6) 2019 the device was electively explanted, and the rv lead remains implanted. Isometric exercises performed no noise.